Event description:
Customer reported having high blood glucose. She also stated insulin was not being delivered to her body. Customer stated there was an absence of no delivery alarms. Customer declined to troubleshoot for high blood glucose. The customer stated she would change out her infusion set and monitor her blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).